Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported: headway duo 156cm was being used in a facial avm treatment, around the facial artery, so not intracranial. The headway duo performed as expected for about 15 minutes of the case. The liquid embolic was being used and everything was fine until the end of the case and finished embolizing. As the headway duo was being pulled back, they noticed a great deal of resistance, holding the headway duo in. The guide catheter and the intermediate catheter were advanced as they pulled the headway duo, but the headway duo broke, leaving the distal 15mm lodged in the artery. Assessing the situation, they decided to push the detached tip of the headway duo into the facial artery where they were satisfied it would stay. The patient was discharged the same day without issue. No harm to the patient. No blood loss. No device to return.